Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a maxforce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, they had issues inflating and deflating the balloon; the balloon was unable to be completely inflated and was slow to deflate. The balloon was able to be fully deflated and no damage was noted to the device. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Balloon deflation issue. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on september 10, 2012 that a maxforce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, they had issues inflating and deflating the balloon; the balloon was unable to be completely inflated and was slow to deflate. The balloon was able to be fully deflated and no damage was noted to the device. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the device revealed the balloon portion of the device to be torn longitudinally. Two kinks were also noted in the catheter of the device. The complaint that the balloon could not be deflated could not be confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g. Tortuous anatomy or balloon came into contact with sharp external source). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.